Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported the patient underwent a triple arthrodesis with external fixation. The patient had fusion 8 weeks post op. It was reported the patient had an infection localized at the pin site of the tibia.